Event description:
The patient called lifescan and alleged the one touch basic enhanced meter was reading erratically high. The readings in 01/2004 at 8am were 500 mg/dl, 14 mg/dl and 114 mg/dl; and at 8pm 499 mg/dl, 480 mg/dl and 16 mg/dl. The medical affairs specialist called the patient to confirm the info. The patient takes regular insulin, based on their before breakfast and before dinner readings. Patient took their routine glucophage that morning and at 8 am they had taken regular insulin 30 units based on the 500 mg/dl reading. Their next dose of insulin was at the e.r. The daily visiting nurse called the paramedics about 3:30 pm due to a blood glucose reading in the 300's (taken on an unknown meter) and high blood pressure. The patient had felt light headed with a headache during that day and the week prior. On arrival the paramedics checked their blood glucose (result unknown) with no treatment, and transported patient to the hosp. At the e.r. The blood glucose obtained was 371 mg/dl, with treatment of an insulin injection and treatment for high blood pressure. Two hours later, after eating dinner patient was discharged with a diagnosis of hypertension. The patient's blood glucose had been running high for some time and at their dr. Visits the blood glucose readings were high and patient had been treated for high blood glucose. Based on the info obtained from the patient, this issue is reported as a meter malfunction related to precision, however is not reported as an adverse event, since the patient was diagnosed with hypertension, had high glucose readings, was treated for those readings, and they were verified by and treatment given for high readings. The meter and strips were replaced and return is expected.